Manufacturer narrative:
All buttons function properly however, moisture damage was found on keypad traces. No button error alarm noted during our testing. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error and the alarm could not be cleared. The customer's blood glucose was 74 mg/dl. The discontinuation of the insulin pump was advised. Nothing further was reported.